Event description:
A customer reported sub pak had latex gloves in the core which could not be used during cataract surgery. The gloves were in the paks. Powder was therefore in the paks. There was patient contact. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer reported the substitute pak had latex gloves and could not use the product. No sample has been returned for evaluation, therefore the condition of the product could not be verified. The root cause of the customer's complaint is attributed to dissatisfaction of the substitute pak ordered in lieu of the backordered pak. No action will be pursued at this time for this occurrence. Based on current tracking, there are no adverse trends for this reported complaint. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of picking the correct part/quantity. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).